Event description:
It was reported that the user experienced high glucose readings while using the ilet system, with the pump not correcting because dinner was unannounced and the cgm overnight target was higher; subsequent review found the cartridge was disconnected, and after a guided supply change glucose returned to range. Symptoms included hyperglycemia and lethargy. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, a usage problem was identified, and the aspect implicated was user interface, alongside an improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.